Event description:
It was reported the pt expired. The hcp indicated the death was due to complications after surgery and was not related to the implanted system. No specific cause of death was provided. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Please note: all previously reported patient, device, method, result, and conclusion codes no longer apply to this event. The codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the surgical complications the patient experienced were due to a cardiac procedure and the complications were unrelated to our device. No further complications were reported.